Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during set up for patient use the thermogard xp ivtm console ((B)(4)) displayed tcmid: 06 (ce post failure) error. The customer attempted to restart the console several times without any success. There was no patient involvement during this event. The customer started and continued the therapy with another thermogard xp ivtm console.

Manufacturer narrative:
The zoll thermogard xp ivtm system (s/n (B)(4)) was evaluated on (B)(4) 2016 at the customer's site. A review of the event log showed several tcmid: 5.6.0 (cooling engine test failure) error messages. Thus confirming the reported complaint. During the investigation the service engineer found the air filter to be extremely dirty and was determined to be the cause of the system displaying a tcmid: 06 error. In summary, the tcmid: 06 error was confirmed during the review of the event log. The root cause of the error message was due to the air filter being dirty. After the system was cleaned it passes all final functional test criteria. Customer site visit to perform evaluatio...